Event description:
It was reported the programmer could interrogate a pacemaker when it was in the box but not when implanted or outside the box before implant when the rf (radio frequency) head cable was stretched out. It was also reported the medtronic representative ran a service diskette which cleared the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.